Manufacturer narrative:
The engineering analysis of the subsequent submission did not provide a clear indication of malfunction. The hardware sensor function and the software processing appeared to be functioning within reasonable expectations. The analysis noted that a full evaluation of the sensor under calibrated and controlled conditions is not possible while the device is implanted, and that it is possible that factors external to the device have resulted in a shift in the device's sensor-driven pacing.

Manufacturer narrative:
An engineering review of the submitted data found no evidence of device re-sets, faults or memory corruption, and the operation of the device firmware appeared normal. Ts discussed the option of repeat clinical testing with the accelerometer at nominal values and submitting the resulting device data for analysis. Ts also discussed possible accelerometer adjustments to decrease the accelerometer activity and response settings to mitigate any unusual sensor-driven pacing. This investigation will be updated if additional information is provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information from a boston scientific field representative that this device and another manufacturer's right ventricular (rv) lead were associated with possible intermittent loss of capture and undersensing in separate episodes. The representative and a boston scientific technical services consultant (ts) reviewed an electrogram from a stored ventricular tachycardia (vt) episode which showed possible loss of rv capture, followed by a slow vt rhythm, which was appropriately and successfully treated with anti-tachycardia pacing (atp). Following atp delivery, there was evidence of rv capture. There was no evidence of noise, and lead measurements were normal and stable. It was discussed that the patient's medical condition of intermittent heart block may have caused or contributed to the suspected loss of capture. In additional clinical testing, the representative reported that sensor-driven pacing from physical activity may have caused undersensing of the onset of a slow vt episode, and that the device reached the maximum sensor pacing rate in less than one minute when the patient performed isometric exercises while seated. No adverse patient effects were reported in either instance. A copy of stored data from the device was submitted for analysis in regard to the sensor-driven pacing.

Event description:
Subsequently, the patient was again seen clinically and walking exercises were conducted with the device accelerometer settings at medium and at very high; the patient's rate in both tests was at or close to the maximum pacing rate. Device data was downloaded and submitted for engineering analysis. The device accelerometer was programmed off three days later when the patient was again seen clinically, pending a ventricular ablation. It was observed that the patient had experienced another slow vt episode with undersensing for which anti-tachycardia pacing was successfully delivered. No adverse patient effects were reported.